Event description:
Index procedure was prompted by stable angina. During index procedure, the patient had one resolute integrity drug eluting stent implanted in the lad. It is reported that approximately 7 months post index procedure, the patient expired. The cause of death was drowning. Investigator has assessed that the event was not related to the device. Clinical events committee (cec) adjudicated death as a cardiac death.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).